Event description:
On (B) (6) 2010, the pt's husband reported the pt's blood glucose is elevated. He stated that this morning, her blood glucose measured 165 mg/dl and this evening, her blood glucose has ranged from 274 mg/dl to "hi" on her blood glucose monitor. The husband stated that prior to the report, he noticed 0.0 u/h on the display of the infusion device. He stated that while trying to determine the cause of this, he accidentally initiated a prime and he believes 10-14 units of insulin were delivered into the pt. To troubleshoot, the husband reviewed the basal rates and found the basal rate from 11pm - 12am was set to 0 and he was assisted in correcting the programming. He stated he did not allow insulin to reach room temperature prior to insertion into the infusion device and a large air bubble was in the insulin cartridge. He was assisted in performing the change cartridge procedure and he was able to prime the air bubble from the system. Upon follow up on (B) (6) 2010, the pt's husband stated the pt's blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.